Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient is unable to pump his inflatable penile prosthesis (ipp). When pumping, the pump will not depress to cycle fluid. The patient will underwent a surgical procedure to remove and replace the pump on (B)(6) 2020.